Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien 3 valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, per report, during surgery it was confirmed that the pericardial effusion was due to an aortic root ruptured caused by the heavy aortic root calcification. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transfemoral tavr procedure, an aortic root rupture occurred post deployment of the 29mm sapien 3 valve. A bav was performed using a 25mm edwards' balloon catheter. Following bav, the 29mm s3 valve was implanted in an 80:20 aortic/ventricular position with nominal volume (33cc). Following deployment, no paravalvular leak (pvl) was seen on echo. The patient became hypotensive and a pericardial effusion was seen on echo. The patient underwent placement of a pericardial drain. After removal of 300cc of blood, the patient stabilized and there was no longer an effusion. After the patient was extubated, he became hypotensive again and more blood was taken from his pericardial drain. The decision was made to take the patient to the o.r. At this point. Upon opening the chest a visual diagnosis of aortic root rupture was made. This was likely due to the extensive amount of calcium present in the sinus and leaflets of the aortic root complex. The s3 valve was removed and a 23mm surgical valve was implanted. The patient was stable at the end of the procedure. The aortic valve area measured 590mm^2 by CT with severe leaflet and aortic root calcification.

Manufacturer narrative:
(B)(4).